Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018 . (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the patient was unhappy with the outcome. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a z9002 22.0 diopter lens. Reportedly, there was no patient injury and no complications. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.